Event description:
On three separate occasions, we had an underfill on our tissue processor that resulted in suboptimal tissue sections -4/9, 4/23 and 4/28-. One pt had to be re-biopsied. Dates of use: weekend run, (B) (6) 2010 - (B) (6) 2010; weekend run, (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: tissue processor.